Event description:
Same case as MFR report # 3005099803-2008-00979, 00980, 00982. It was reported that the packaging for four occlusion balloons was inaccurate. The packaging for the balloons should have read "occluder occlusion", but read "urinary tract occlusion balloons". There was no patient involvement.